Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise oversensing was observed during a follow up in clinic. The noise was detected as ventricular fibrillation, but no inappropriate shocks occurred. The lead was explanted and replaced. The patient was stable.